Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it exhibited a decrease in the battery longevity from 47% to 15% in a one month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a replacement procedure has been scheduled at this time. No adverse patient effects.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it exhibited a decrease in the battery longevity from 47% to 15% in a one month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a replacement procedure has been scheduled at this time. No adverse patient effects. Additional information provided indicates the device was explanted and replaced in a different health care facility. In addition, the device is not expected to be returned as the health care provider of the explanting facility did not deliver the device to the boston scientific field representative. No additional adverse patient effects.